Event description:
It was reported that during the implant of a crt-d system, the subclavian vein was prepared with a curved catheter. Due to the procedure, it was not possible to move the delivery catheter 90 degrees in the system, with or without the valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the analyst noted that both the catheter and inner guide have a bend at 63.5 cm from the hub. Blood is visible throughout system. The bend may have contributed to the positioning issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the analyst noted that both the catheter and inner guide have a bend at 63.5 cm from the hub. Blood is visible throughout system. The bend may have contributed to the positioning issue.